Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alarm while on a flight and observed insulin leakage from the cartridge area, believed to be near the plunger, after which all infusion supplies were replaced and the system was reconnected without further occlusion alarms. Symptoms included hyperglycemia with a reported blood glucose of 382 mg/dl for about four hours without ketone testing or medical intervention. Outcomes included temporary interruption of normal insulin delivery and the need for back-up therapy with a subcutaneous insulin pen injection of 4 units, after which glucose levels reportedly improved. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed a suspected cartridge leak associated with an occlusion alarm, with resolution after replacement of supplies and no recurrence. It was concluded that the event involved an insulin delivery interruption due to a leaking cartridge and occlusion alarm, with user correction via supply change and back-up insulin, and that the device operated as expected after component replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.